Manufacturer narrative:
Date of event estimated. Correction - section b5 - correction there is no deficiency of the device, and therefore not reportable. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information was received stating the patient was requesting coverage in an area that is outside the original pain pattern. The coverage of the new pain pattern was not obtainable with the current lead placement. There is no deficiency of the device, and therefore not reportable.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient was experiencing ineffective therapy and waned to expand their coverage of pain areas. Surgical intervention took place on (B)(6) 2024 where additional leads were implanted to address the issue. Effective stimulation was restored. Investigation was unable to determine which of the leads attributed to the event.